Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient presented with high lead impedance, indicating a possible lead malfunction and "prominent vns lead noted on right lateral head turning that protrudes significantly." Clinic notes indicate the patient is experiencing vomiting and irritability; however, no allegations were made that the vns is causing these events. Revision surgery is likely. Good faith attempts are being made to obtain add'l information.